Event description:
It was reported that during an implant procedure, the physician had difficulty inserting the lead into the neurostimulator. He loosened the set screws and still the lead would not insert. With much resistance, the physician was able to get the lead in the device. Impedances measurements showed >4000 ohms. The doctor re-inserted the lead (after cleaning it) into the device with the same high impedance results. A further attempt was made by re-inserting the lead at a 15 degree angle. High impedances were again measured. The physician then implanted a new neurostimulator and connected to the lead which was successful and obtained normal impedance measurements. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.